Manufacturer narrative:
The reported device was received for evaluation. Visual inspection of the returned device noted moisture inside the lens. Functional evaluation revealed a blurry video output due to the moisture inside the lens. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the reported event include a weld failure. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee arthroscopy, the camera head had internal humidity affecting the image on the screen. The procedure was completed with a significant delay using the same device. No further complications were reported.